Manufacturer narrative:
(B)(4). Open clamps on unused supply lines are a known cause of this alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide warns the user to make sure all clamps on unused fluid lines are closed securely when performing peritoneal dialysis therapy. The guide instructs the user to close all clamps while preparing to load the disposable set. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The home patient (hp) was connected at the time of the alarm. This occurred during drain four of five of peritoneal dialysis therapy. During troubleshooting, it was discovered that an unused white clamp line was open. The hp stated that they always had the white clamp line open. Proper procedures were reviewed with the customer. The technical service representative assisted the hp with ending therapy and removing the cassette. There was no patient injury or medical intervention associated with this event. No additional information is available.